Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d9; g3; h2; h3; h6; h10. Visual evaluation of the returned product/provided photos identified damage to the sterile packaging (blister). Sterility has not been compromised. A device history review is not required. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The root cause of the reported event can be attributed to transit damage and a packaging design issue. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no further information at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign ¿ japan the customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sterile packaging was found damaged upon stock inspection. There was no patient involvement. No further information has been provided.